Event description:
Pt reported finding moisture, which smelled like insulin, inside of the device's insulin cartridge chamber. No error messages were generated by the device. Pt indicated that there was no apparent damage to the insulin cartridge, upon its removal, from the device. They stated that cleaned out the insulin, using a cotton swab, replaced the cartridge, and continued to use the device. Pt reported that, the following day, moisture reappeared inside of the device's carridge chamber. Pt's blood glucose was not affected and no treatment was received.